Event description:
It was reported by service report that the bed had an inoperable scale. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: faulty foot right load cell.